Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier was failed. A field service engineer (fse) found no failures during the inspection. The customer was able to log in without any issues, and the system tested successfully in diagnostics. The customer also logged in multiple times without encountering any problems. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier requires maintenance. The customer reported that there was a delay as the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.